Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. Power cycling the xhibit resolved the problem. The customer confirmed that the displays were working as expected. There have been no reports of recurrence. This report is considered complete and this matter closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of the xhibit central displays not responding to user inputs resulting in a loss of telemetry monitoring. No injury was reported with this event.